Manufacturer narrative:
Multiple requests were made for evaluation and resolution data without a response. Device resolution data is not available.

Event description:
The customer reported the device failed to charge during a cardiac arrest. The crew were able to see the underlying rhythm throughout and at no point was a shock indicated. The crew continued to manage the patient in line with cardiac arrest protocols and a back-up defibrillator was used. Patient outcome is unknown; additional details were requested, but none were received. We are considering this event to be a serious injury. Available information supports that no defibrillation was warranted for this patient.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the device failed to charge during a cardiac arrest. The crew were able to see the underlying rhythm throughout and at no point was a shock indicated. The crew continued to manage the patient in line with cardiac arrest protocols and a back-up defibrillator was used. Patient outcome is unknown - additional details have been requested. We are considering this event to be a serious injury. Available information supports that no defibrillation was warranted for this patient, however, philips is further investigating the patient outcome, whether there was a malfunction or use issue, and whether the device use was causal or contributory to the patient outcome.